Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted due to product performance issues. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted as it was knocked out when using a left ventricular lead sheath to place the left ventricular lead. After speaking with the medical doctor it was determined that the patient was in chronic atrial fibrillation. No additional adverse patient effects were reported.

Manufacturer narrative:
Per additional information received reportability decision will be changed to not reportable due to a dislodgement during initial surgery. The right atrial lead was knocked out when using a left ventricular lead sheath to place a left ventricular lead. After speaking with the medical doctor it was determined that the patient was in chronic atrial fibrillation. It was decided not to attempt to use the lead. This is considered a malfunction but critical therapy remains available and malfunction is not likely to lead to a serious injury or deterioration in health or is not likely to lead to death or serious injury should it occur again.